Manufacturer narrative:
There is no allegation against a da vinci product associated with this event, therefore; no product was returned for failure analysis investigation.

Event description:
It was reported that after a da vinci-assisted single-port pulmonary lobectomy procedure, the patient experienced a diaphragmatic hernia. As a result, the patient was taken back to the operating room for a secondary procedure using a da vinci multi-port system. It was reported the patient was doing well upon recovery and was discharged soon after. Multiple attempts to obtain additional information have been made; however, the surgeon reported they cannot share any information with intuitive regarding the event.